Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Brand name unknown / not provided. Device information unknown / not provided. Implant remains implanted.

Event description:
It was reported that the internal threads of the unknown zimmer implant were damaged. The customer stated that they did not have any information regarding the implant and, therefore, the implant information is unknown. The doctor requested a thread tap to rethread the implant.

Manufacturer narrative:
A good faith effort has been made to obtain the brand name of the device. However, efforts to obtain said information has been unsuccessful. There were four follow up attempts to obtain implant information but the customer stated that they did not have any information regarding the implant. The customer also stated that he did not know what screw was used with the implant. A preliminary investigation to identify the device was unable to be performed due to the implant still being implanted in the patient's mouth. The product code was able to be identified as dze as all zimmer biomet implants have the dze product code.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following section has been corrected: device code that was reported in adverse event problem of the initial report has been corrected.

Event description:
No further event information available at the time of this report.